Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, no issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. During leakage testing, the device was attached to an encore inflation unit. A pinhole was located in the balloon material 1mm proximal to the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture has occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres while increasing the pressure. The device was removed without any problem using the normal method, and procedure was completed using another of the same device. No complications were reported, and patient is in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture has occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres while increasing the pressure. The device was removed without any problem using the normal method, and procedure was completed using another of the same device. No complications were reported, and patient is in good condition after the procedure.